Manufacturer narrative:
Technician found the bed in engineering dept. Found the brown wire on the night light was loose and was shorting to the frame. He re-crimped and connected the wire to resolve this issue.

Event description:
Allegation received that the bed had no operation from side rail switches or manually.